Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the surgical intervention reported in cannot be confirmed from the information provided but may be the result of implant fracture and metallosis resulting from metal-on-metal prosthesis wear. However, it is unknown which component(s) fractured and which metal components were contacting to create the reported metallosis. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the party stated their family member had a hip prosthesis, which broke a few weeks ago and that there was flesh/muscle damage due to metallosis from the old device. No further information available.